Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was experiencing under infusions and siphoning. The customer reported that the pump was consistently under infusing chemotherapy medications. In addition, the customer was constantly running the devices at high rates (>500ml/hr.) With non-dehp tubing sets. With regard to siphoning, the customer stated that when their secondary infusions complete the spectrum is not automatically going back to the primary and it is also leaving some residual volume in the secondary container. It was also reported there was no patient involvement.